Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked from the tubing. The line was fully inserted; however, the tubing leaked around it. The device contained parenteral nutrition. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.